Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, a piece of metal from the device fell off within the patient when removed through a trocar. The metal piece was retrieved from within the patient.

Manufacturer narrative:
(B)(4). One used lf1537 ligasure device was received for evaluation. Visual inspection of the sample found the flange that pulls the tube to open and close the jaws were broken, and a piece had disengaged. This prevents operation of the jaws by the handle. The investigation could not determine the root cause of this damage. Review of the device history records for this issue found no potentially contributing factors, and no trend is associated with this issue.